Event description:
Broken display connector, smoking. It was confirmed during follow up, that there was no medical intervention required as a result of this event. In addition, there has been no further patient or event information made available to date.

Manufacturer narrative:
The customer¿s report of smoke exhibiting from the device was confirmed. Physical inspection of the device noted the handle with the top left screw missing. The top left rear case boss was broken. The front left battery rubber mount was missing. The male iui connector contact pin 2 showed signs of green corrosion. Thermal damage was observed on the left area of the contact pins on the female iui connector. Internally, the rear case was observed with heat damage on the top left area of the female iui connector cavity. The female iui connector was identified with corrosion and contamination on several contact pins. The iui connector also showed signs of thermal damage. The iui board also contained fluid ingress and corrosion. The inverter display connector which connects to the logic board j9 connector was completely separated. Review of the logs identified 11 ¿channels disconnected¿ alarms occurring between 03 sep 2019 and 05 dec 2019. It is suspected that one or more of the alarms may have been associated to the event leading to the thermal damage identified on the female iui connector. However, the time or date of the event cannot be definitively determined. Functional test results showed the pcu display screen would not turn on when the system on key was pressed to power on the system. This malfunction was attributed to a separated j9 logic board connector on the board. The display screen issue was rectified once a good known logic board, containing a functional j9 connector was replaced. Iui test results showed that replacing the contaminated, thermally damaged female iui with an iui connector having no contamination, will function as intended. No smoke or burning odor was identified after replacement of the damaged iui connector. The root cause of the customer¿s report of a device exhibiting smoke was attributed to an accumulation of fluid ingress on the pcu female iui. As a result, a short appears to have been produced on the female iui contact pins, generating increased heat causing the iui plastic connector to melt and produce smoke. The proximate cause of the broken display connector is suspected attributed to excessive force during the removal and or improper removal of the inverter display connector.

Manufacturer narrative:
Patient information requested but not provided. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Broken display connector, smoking.